Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Upon initial power up of the ventilator, the ventilator was displaying ¿xdcr flt¿. The alarm was both audible as well as visual. Further investigation revealed the ¿xdcr flt¿ alarm was due to a faulty flow sensor transducer located at pt4 on the analog board. Carefusion replaced the analog board to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit has transducer fault alarms. While in service, it was confirmed that the transducer fault alarms were due to a malfunction with the oxygen sensor transducer. This reportable issue was discovered while in service, therefore there was no patient involvement.